Event description:
It was reported that catheter entanglement occurred. The target lesion was located in the moderately to severely tortuous, and moderately calcified mid circumflex artery. An opticross imaging catheter was introduced for intravascular ultrasound (ivus) and completed a full run with no issues. At the end of the run, the opticross was tangled and wrapped in the non-boston scientific guidewire and could not move forward or backward. The opticross and wire had to be removed together with the guide catheter. A kink was noted at the tip of the opticross. The procedure was completed successfully without using ivus again and no patient complications were reported.